Event description:
It was reported that the patient had a shooting pain in the lower back and was unable to stand without an assist. The patient was admitted to the hospital and an injection was administered.